Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the pump was opened and there was evidence of moisture damage to the printed circuit board (pcb) which prevented the vibration motor from operating.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a vibration issue. It was also reported that the user noticed the pump randomly vibrating and moisture behind the display and the audio bolus area. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.